Manufacturer narrative:
H11: correction. D4: corrected model# section d4 was updated to indicate correct model # g4. PMA/510(k)# the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault while on a patient. Furthermore, there was no patient harm reported with this event. Patient was moved to another ventilator.

Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.